Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: the pump was examined and found that the battery compartment was cracked. The battery cap was found to be unable to secure to the battery compartment resulting in power loss; the battery cap was examined and found that the battery cap threads were stripped. A test battery cap was inserted and the pump was able to exercise for 24 hours without power issues. During testing the pump display screen was observed to be faded. A new display screen as inserted and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that battery compartment was cracked, the battery cap was damaged and the display screen was faded. This report is made based on the results of evaluation.